Event description:
Filter was implanted in patient on or about (B)(6) 2005 at (B)(6) hospital, in (B)(6). On (B)(6) 2017, patient underwent iliocaval recanalization with stenting and a complex filter retrieval at (B)(6) hospital in (B)(6).